Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 09/2024).

Event description:
It was reported that during a catheter placement procedure, the device allegedly broken at the connection of the white catheter to the connector. It was further reported that it was repaired it with the glue of the repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The investigation is confirmed for reported fracture and identified material separation issues, as the catheter hub separated from the catheter body and also a catheter segment was noted along with a catheter body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2024), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the device allegedly broken at the connection of the white catheter to the connector. It was further reported that it was repaired it with the glue of the repair kit. There was no reported patient injury.